Manufacturer narrative:
(B)(4) as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker reached elective replacement indicator (eri). However six months ago, it still showed two years battery remaining. Boston scientific technical services (ts) explained that the magnet rate of this device was 90 pulses per minute (ppm) six months ago, it was on the very edge of one of the buckets. The programmer calculated the lower bucket but the device calculated the higher bucket. Additional information obtained from the field representative indicates that patient was scheduled for device replacement. This pacemaker will not be returned to the laboratory as the hospital usually kept and discard it. This pacemaker was explanted for normal battery depletion. No additional adverse patient effects were reported.